Event description:
Caller reported blood glucose results of 22 mg/dl and 32 mg/dl on aviva system 1, 126 mg/dl and 119 mg/dl on neighbor's system, aviva system 2, within 10 minutes. No adverse event was reported. Strips are not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is aviva system 1, medwatch with identifier (B)(6) is aviva system 2.